Manufacturer narrative:
(B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after a shealthless implant with a 18f portico delivery system. Reportedly, surgical closure of the access site was performed due to a small tear to the artery from the sheathless insertion of the 18f portico delivery system and the failure to achieve hemostasis with the proglide device. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient recovered and was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. It should be noted that the perclose proglide instructions for use (IFU) states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and/or interventional catheterization procedures and who have been trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. It is unknown if the IFU deviation contributed to the reported difficulty. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the physician is reportedly not trained in the use of the proglide device. No additional information was provided.